Event description:
It was reported, "I had a total hip replacement. The surgery itself went well. I also did all the therapy and exercises but only as well as to be expected. I was having groin pain up until the day of my second surgery. Due to this groin pain I was having, everyday chores were very hard to do, as well as walking. My family and friends noticed how I was walking and in pain. It would get worse in the winter months here in minnesota. Then in 2008, I received a letter from my surgeon, stating that the hip I have has been recalled due to a defect. After reading it, I thought maybe something is really wrong. I went to see him and he put me through countless tests and x-rays. After going through all that and the expense he determined that the cap is loose. I could feel the cap moving inside of me, it was very uncomfortable. He put me on a bone stimulator but that did not help. In 2009, I had a total hip revision. I have done all the therapy and exercise, and this new one is working really good. It's been a long 19 months of pain. I have 3 kids. One who is disabled, due to this, I can't do a lot with her. Stryker should be accountable for their mistake and the pain it has been for me and my family."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.